Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient and pulse generator were exposed to radiation therapy. The device exhibited backup operation.